Event description:
Pt underwent open heart surgery with intra-aortic balloon insertion on 11/9/94. Post-op, intra-aortic balloon pump alarmed. Blood noticed in line. Line clamped and balloon pump discontinued. Surgeon unable to remove balloon in sicu. Taken to or and underwent removal of impacted intra-aortic balloon with vascular reconstruction utilizing a knitted vascular prosthesis with 18 x 9 sewn in aorta to external iliac on the left and aorta to common femoral on the right with a separate lump graft utilizing 4 mm. Graft from right limb of the graft to the profunda femoris artery on right balloon was "hung up" at aortic bifurcation.